Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. A power on self-test and alarm log review identified the f-38 alarm. The cause of the reported condition was due to damaged force sensing resistors (fsrs). To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.